Event description:
This follow up report is being submitted due to the completion of the investigation. Description submitted: the stent only released properly until point of no return stage after which it became difficult to continue releasing and to get the stent to function properly. Rep has the product avail for return. "As per complaint form": bile dosing and stenting. Tortuous anatomy and consequently the stent introducer got bended but still the stent was able to deploy normally to the point of no return. The red knob of safety wire was tight and difficult to open, also the wire was hard to pull out. Thereafter, stent release was difficult to continue, the stent was not released, and a metal shaft protruded from the proximal end of the handle. Thereafter, stent release was difficult to continue, the stent was not released, and a metal shaft protruded from the proximal end of the handle. When the handle selection switch was moved to the packing position and the metal shaft was forced back into the handle, the stent was successfully released and positioned correctly, patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal): during stent placement. 2. What endoscope type and channel size was used? Olympus duodenoscope tjf-q190v 4.2mm channel. 3. What was the position of the elevator? Was it opened or closed? Open and closed. 4. Details of the wire guide used (diameter, type, make)? 0.035 micro-tech. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? N/a. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Stricture information: 1. What was the length and diameter of the stricture? N/a. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? N/a. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? During deployment. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? No, delivery system will be returned. Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ n/a. Was the lasso (suture) loop used during repositioning no. Received 26/02/2020. 1. Was the directional button fully engaged? When deployment started and things worked normally it was fully engaged, and also when problem started and the delivery system was retracted and the rod that protruded from the handle was forced back inside the handle. 2. Did the red indicator move when the trigger was pressed? At first it moved normally (up to point of no return) and then I didn't follow it in any way as we tried to get the stent in place and the rod was pushed out of the handle. 3. Did the red indicator continue to move after the delivery stopped? Look above, I can't say. 4. Were any cracking/popping sounds heard from the handle? No. 5. Was the stent partially exposed? The stent was normally released until the red cap and wire were removed, then did not move as the rod began to come out of the handle. When the rod was packed in and held against the handle, the stent moved again and was triggered. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? See above. The stent did not move when the rod was moving. 7. Were any additional procedures needed? No. 8. What is the patient outcome? The stent was deployed despite the problems.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1624791 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 05th march 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation. Device returned without the stent. Safety wire returned separately, detached from the device. Handle was actuating fine. Handle was opened. All cogs intact. Handle cannula to filler cannula joint found to be separated. Evidence of glue present. It may be noted that there was there was no damage noted on the flexor. Additional external testing has been scheduled to investigate further the handle cannula to filler cannula separation. However, due to covid 19 this external testing had been postponed, therefore investigation will be updated accordingly once this information becomes available. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1624791 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1624791; upon review of complaints this failure mode has not occurred previously with this lot c1624791. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy as detailed in the complaint description. This may have resulted in the filler cannula and handle cannula separation. As per cirl engineer: "the filler cannula separating could possibly have put pressure on the lock wire mlla and made it difficult to turn open.¿ it is possible a combination of both the tortuous anatomy and the cannula separation may have contributed to the issue with the safety wire, the tortuous anatomy being the main contributing factor. As per cirl engineer: ¿the safety wire being hard to pull out I suspect is more linked to the tortuous anatomy experienced during the procedure than to the failure of the cannulas." And "regarding the failure modes I believe they can be linked on the basis that the force exerted on the cannulas could cause withdrawal issues on the safety wire." From additional information received : "tortuous anatomy and consequently the stent introducer got bended but still the stent was able to deploy normally to the point of no return". It may be noted that there was no damage to the introducer as indicated in the provided information the introducer was in a bent position due to torturous anatomy. Summary: according to the initial reporter, the stent was successfully released and positioned correctly and the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This file was reopened as additional information was received (ft-ir analysis of cannula samples). The investigation was updated and finalised on (B)(6) 2020 and detail of this is below and in section h above. Device evaluation: the evo-10-11-6-b device of lot number c1624791 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation. Device returned without the stent. Safety wire returned separately, detached from the device. Handle was actuating fine. Handle was opened. All cogs intact. Handle cannula to filler cannula joint found to be separated. Evidence of glue present. It may be noted that there was there was no damage noted on the flexor. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1624791 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1624791; upon review of complaints this failure mode has not occurred previously with this lot c1624791. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Root cause review: a definitive root cause was determined, incorrect glue was used to glue the filler cannula to the handle cannula. Nc19-048 has been initiated and will document all necessary action required as result of this issue. Summary: according to the initial reporter, the stent was successfully released and positioned correctly and the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file was reopened as additional information was received (ft-ir analysis of cannula samples). The investigation was updated and completed on (B)(6) 2020. The results and conclusions are outlined in section h of this report. Description submitted: the stent only released properly until point of no return stage after which it became difficult to continue releasing and to get the stent to function properly. Rep has the product avail for return. "As per complaint form": bile dosing and stenting. Tortuous anatomy and consequently the stent introducer got bended but still the stent was able to deploy normally to the point of no return. The red knob of safety wire was tight and difficult to open, also the wire was hard to pull out. Thereafter, stent release was difficult to continue, the stent was not released, and a metal shaft protruded from the proximal end of the handle. Thereafter, stent release was difficult to continue, the stent was not released, and a metal shaft protruded from the proximal end of the handle. When the handle selection switch was moved to the packing position and the metal shaft was forced back into the handle, the stent was successfully released and positioned correctly, patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal): during stent placement, 2. What endoscope type and channel size was used? Olympus duodenoscope tjf-q190v 4.2mm channel 3. What was the position of the elevator? Was it opened or closed? Open and closed. 4. Details of the wire guide used (diameter, type, make)? 0.035 micro-tech 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? N/a. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Stricture information: 1. What was the length and diameter of the stricture? N/a. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? N/a. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? During deployment. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal. 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? No, delivery system will be returned. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ n/a. Was the lasso (suture) loop used during repositioning no. Received 26/02/2020. 1. Was the directional button fully engaged? When deployment started and things worked normally it was fully engaged, and also when problem started and the delivery system was retracted and the rod that protruded from the handle was forced back inside the handle. 2. Did the red indicator move when the trigger was pressed? At first it moved normally (up to point of no return) and then I didn't follow it in any way as we tried to get the stent in place and the rod was pushed out of the handle. 3. Did the red indicator continue to move after the delivery stopped? Look above, I can't say. 4. Were any cracking/popping sounds heard from the handle? No. 5. Was the stent partially exposed? The stent was normally released until the red cap and wire were removed, then did not move as the rod began to come out of the handle. When the rod was packed in and held against the handle, the stent moved again and was triggered. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? See above. The stent did not move when the rod was moving. 7. Were any additional procedures needed? No. 8. What is the patient outcome? The stent was deployed despite the problems.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent only released properly until point of no return stage after which it became difficult to continue releasing and to get the stent to function properly. Rep has the product avail for return. "As per complaint form": bile dosing and stenting. Tortuous anatomy and consequently the stent introducer got bended but still the stent was able to deploy normally to the point of no return. The red knob of safety wire was tight and difficult to open, also the wire was hard to pull out. Thereafter, stent release was difficult to continue, the stent was not released, and a metal shaft protruded from the proximal end of the handle. Thereafter, stent release was difficult to continue, the stent was not released, and a metal shaft protruded from the proximal end of the handle. When the handle selection switch was moved to the packing position and the metal shaft was forced back into the handle, the stent was successfully released and positioned correctly,